Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular treatment was being performed when the issue occurred and was completed as planned by using the echography. However, to complete the procedure, the table was manually controlled by the operators since it became free of moving. The philips field service engineer (fse) visited system onsite and confirmed the suite pc was not powering on. The review of system log files showed malfunctioning with the suite pc. The fse replaced the suite pc, although the issue persisted. Upon further investigation, the fse discovered a blown 10a fuse in the power distribution unit (pdu) and replaced it, but the problem continued. The fse installed the old suite pc and performed several restarts, then the system began functioning. Subsequently, with the new suite pc installed, the pc still failed to turn on. To resolve the issue completely, the fse installed the old suite pc, and the system started working normally. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shut down on its own, necessitating the procedure be completed with sonography. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.